Manufacturer narrative:
On 6/17/2019, after re-reviewing the event descriptions mentor became aware the there is a possibility that the device ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: left- mentor memorygel, 325cc silicone breast implant, catalog number 3503251bc, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation revision with mentor memorygel, 325cc silicone breast implants which the right side has issue with capsular contracture unknown baker grade after implantation. Patient is experiencing breast pain in the right breast, she thinks that it is broken. She visited the physician for the pain, and he recommended changing the device. Doctor mentioned capsular contracture to patient, however, no baker grade was given. No further information to report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.